Event description:
On (B)(6) 2012, the distributor contacted animas stating that the keypad buttons were intermittently unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with peeling at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive; the ok keypad button responded appropriately. During investigation, evidence of contamination was found under the up arrow, down arrow, and contrast keypad buttons. Unrelated to the complaint, the pump failed a leak test and evaluation revealed moisture in the pump.